Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe foreign matter was discovered in the needle. The following information was provided by the initial reporter, translated from chinese to english: on (B)(6) 2023, 12:10 prepared to collect arterial blood gas from the patient. When checking the blood collection needle, it was found that there was a foreign object in the blood gas needle. Timely replacement of the blood collection device did not affect the patient.

Manufacturer narrative:
H.6. Investigation summary: material #: 364314, lot/batch #: 2272044. Bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that prior to use with bd preset¿ arterial blood collection syringe foreign matter was discovered in the needle. The following information was provided by the initial reporter, translated from (B)(6) to english: (B)(6) 2023, 12:10 prepared to collect arterial blood gas from the patient. When checking the blood collection needle, it was found that there was a foreign object in the blood gas needle. Timely replacement of the blood collection device did not affect the patient.

Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6). H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to foreign matter as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10